Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during a colon surgery. After loading the reload to the device, the surgeon opened and closed the jaws several times to grasp the tissue. The display showed firing was done. The surgical time was extended by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.